Event description:
A facility reported a perforator (ID (B)(4)) did not stopped (plunged). No additional information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information received: the patient is an adult. The patient had ruptured the superior saggital sinus. The event led to roughly 30 minutes surgical delay due to product failure. The manufacturer of the drill used with the perforator was an electronic medtronic midus rex. The perforator clicked in place in the drill.

Manufacturer narrative:
Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection was performed, the unit had significant organic material present and a worn eo label. Spring test was performed and despite significant visible soiling, the unit passed the spring test as designed with no issues. The unit successfully drilled 5 holes with no issues and passed the drill test. Therefore, the complaint condition could not be verified, unit passed all functional tests. Root cause remains undetermined. Product was received for analysis and the analyst could not confirm the complaint condition.

Event description:
N/a.